Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented the guidewire stuck. Performed pvi and pwi isolation with farawave 31mm catheter. Removed to do post mapping. Went to reinsert farawave to perform cti ablation on right side and rosen wire would not pass through the handle of the catheter. (These anatomy locations pwi and cti are considered off label). Doctor asked for 2nd farawave catheter, then the procedure was completed successfully without patient complications. The device is retained by the costumer, and it's not expected to be returned.